Manufacturer narrative:
A medtronic representative inspected the imaging system on-site, and a software investigation was completed. On-site, the reported issue could not be replicated and the system functioned normally during testing. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, when taking the 2d scout image the anteroposterior (ap) was unable to be acquired using the top button on the pendant (standard fluoro) and the user had to use the enhanced fluoro. Then when switching to take the lateral image the user was unable to use the enhanced fluoro and could only use the standard fluoro. They were able to take a successful 3d spin and continue the case with no patient impact. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
(B)(6).